Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-08465. It was reported the patient was unable to set the ipg into MRI mode. Troubleshooting was unable to resolve the issue. The physician opted to explant the ipg on (B)(6) 2018 for an unknown reason. No surgical intervention is currently planned for the lead.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-08465. Follow up information revealed the lead was also explanted at the time the ipg was explanted.